Event description:
It has been reported that one syringe 20ml ll s/c 48 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported "there was a type of black ink found inside the syringe." Cat# of product being complained: bd302830. Description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: foreign matter / material / dirty. Incident date: (B)(6) 2019. Details of complaint (reported issue): on (B)(6) 2019, the nurse contacted to report that a home patient noticed there was a type of black ink found inside the syringe, lot #9056915. The patient reported the incident to the staff in the hospital. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea. Samples available? No.

Manufacturer narrative:
H.6. Investigation summary: three (3) photos were provided by the customer for investigation. One (1) photo shows a syringe tip which has dark spots on the syringe tip and barrel viewed from the tip end of the barrel. The second (2nd) photo shows the syringe viewed from the side. There are dark spots on the syringe tip and the side of the barrel. The third (3rd) photo shows the label on the side of the cube which provides the product number and lot number. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion bd acknowledges that the syringe in the photos provided has foreign matter (black spots) in or on the syringe barrel and syringe tip; however, without a physical sample to analyze it cannot be determined what the foreign matter is or if it is embedded in the syringe or loose on the syringe. Therefore, potential root causes cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 20ml ll s/c 48 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported "there was a type of black ink found inside the syringe." Cat# of product being complained: bd302830. Description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca. Lot or s/n: (B)(4). Complaint category: foreign matter / material / dirty. Incident date: (B)(6) 2019. Details of complaint (reported issue): on 23-aug-2019, the nurse contacted to report that a home patient noticed there was a type of black ink found inside the syringe, lot #9056915. The patient reported the incident to the staff in the hospital. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea. Samples available? No.